Event description:
Results of "155 mg/dl, 138 mg/dl, 282 mg/dl, and 264 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.